Event description:
It was reported that the patient¿s pump was being weaned and ¿getting rid of them maybe because they feel it¿s not working.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)